Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6). 2026 at 9:30 am, a 27mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). The patient has an aortic valve angle of 35 degrees. Pre-implant balloon valvuloplasty (pre-bav) was performed using a 23mm, non-abbott balloon. During the procedure, at 80 percent deployment and at release, the valve was at a depth of 4mm on the non-coronary cusp (ncc) and 5mm on the left-coronary cusp (lcc). While deploying it was observed that the valve had popped up and the user attempted to reposition the valve by using a snare; however, it was unable to reposition the implanted valve. A second 27mm, navitor valve was implanted at a depth of 5mm on the non-coronary cusp (ncc) by performing a valve-in-valve procedure. Mild paravalvular leak (pvl) was observed; post-implant balloon valvuloplasty (post-bav) was performed using an 23mm, non-abbott balloon; trivial pvl was observed. The implanter believe was the cause of migration due to the calcium in the left ventricular outflow tract (lvot) near the ncc. The patient was in a stable condition.